Event description:
A director of surgical services reported a case of bilateral corneal haze, observed post photo refractive keratectomy (pkr) treatment with mitomycin-c 0.2mg per cc for 30 seconds. Reporter indicated the patient was treated with vitamin c, cyclosporine ophthalmic emulsion and topical steroids eye drops. Reporter relayed the patient corneal haze was still visually significant at five months post op, and surgeon performed a photo therapeutic keratectomy (ptk) of the left eye with another manufacturers laser, glasses prescription was given for night driving. . There are two related reports for this patient. This report addresses the left eye, and another manufacturer's report will be filled for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).